Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 134 mg/dl (meter), lab results were not provided in potential medical. Tests were done within 30 minutes with a difference of more than 20%. Patient did not experience any adverse events. No further information has been reported. Customer has not been cleaning meter correctly.